Event description:
It was reported that the customer was refilling the insulin pump and the reservoir was full. Customer stated when he pressed the act button he was unable to get into the menu and shows 0.0. Customer stated he got stucked on the bolus screen. Customer's blood glucose at that time was 168 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device was programmed with multiple boluses and monitored. The unit functioned properly during bolus delivery when pressing the act button. No display anomaly noted. All buttons function properly. No damage noted on the keypad traces. The device had cracked reservoir tube lip, and the keypad flex connector on the lcd board was locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.